Event description:
Customer reported 1 false positive results on their alinity m sars cov-2 assay that was questioned by the patient. The customer states that on (B)(6) 2021 the patient reported they took a test on (B)(6) 2021 and received a false positive result. The patient claims that they had been testing every two weeks and that they had both the vaccine and booster administered. The patient took an in-home test as well which was negative followed by a curative test on (B)(6) 2021 which was also negative. The customer stated that due to this observation the patient was not able to return to work until they were able to prove that the test they took on (B)(6) 2021 was in fact negative. However, there has no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
D4 corrected to catalog #. Investigation into this complaint included a customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were not available to be reviewed. The runs involving the discrepant results were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Curve analysis didn't identify any abnormal amplification curves. Different platform has different limit of detection (lod) therefore, the results can't be 100% reproducible. There is no potential amp plate carryover risk for any sids in this investigation after reviewing the plate mapping analysis. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 is performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 522354 are performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 522354. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354. The complaint history review identified seven (7) additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 was not identified.